Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date na product ID l-evolutfx-34 (lot: 0011932894); product type: 0195-heart valves; implant date na ; explant date na product ID gwbc30 (lot: 92206674); product type: 0195-heart valves; implant date na ; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. The valve and delivery catheter system were inserted into the patient over a medtronic guidewire. Upon deployment, a paddle hang up of unknown cause occurred. Subsequently, manipulation of the guidewire followed by capsule advancement resulted in full deployment of the valve and the valve was implanted. No adverse patient effects were reported.